Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced 2 infusion sets cannula being kinked on (B)(6) 2024 and (B)(6) 2024. This issue led to an increase in blood glucose level of 538 mg/dl for which the patient was taken to intensive care unit and subsequently hospitalized during hospitalization the patient was tested for ketone and came to be positive. Treatment for high blood glucose included fluids of saline and insulin intravenously. Patient after receiving treatment was released on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.